Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings from the healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. The readings were 40 points off. Paramedics were called to the home, provided glucose administration, and transported the customer to a hospital. Upon admission, the customer was unable to walk, barely able to speak, and had no strength. The customer was diagnosed with diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event..

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.